Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the fractured right ventricular (rv) lead. It was also noted that the lead had high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.